Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing thresholds. An alert was recorded via latitude (remote monitoring system) that the rv automatic thresholds detected as greater than the programmed amplitude. Additionally, the lead trends show an increase from 600 to 800 ohms in the impedance measurements, and the presenting electrogram shows intermittent loss of capture. The patient is 13% ventricular paced. The clinic is working to locate the patient's follow-up clinic and recommended an in-person interrogation. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: further details were provided from the field indicating that during a recent device interrogation, it was observed that this lead was not capturing at the maximum output; however, the patient's underlying rhythm was conducted atrial fibrillation. Surgical intervention was performed to implant a new lead. This lead was surgically abandoned/capped and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing thresholds. An alert was recorded via latitude (remote monitoring system) that the rv automatic thresholds detected as greater than the programmed amplitude. Additionally, the lead trends show an increase from 600 to 800 ohms in the impedance measurements, and the presenting electrogram shows intermittent loss of capture. The patient is 13% ventricular paced. The clinic is working to locate the patient's follow-up clinic and recommended an in-person interrogation. This lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing thresholds. An alert was recorded via latitude (remote monitoring system) that the rv automatic thresholds detected as greater than the programmed amplitude. Additionally, the lead trends show an increase from 600 to 800 ohms in the impedance measurements, and the presenting electrogram shows intermittent loss of capture. The patient is 13% ventricular paced. The clinic is working to locate the patient's follow-up clinic and recommended an in-person interrogation. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: new information was provided from the field indicating that the outputs were increased, and the lead remains implanted with no plans for a revision.